Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable low result from coaguchek xs meter serial number (B)(4). On (B)(6) 2018, the result from the meter was 1.7 inr. The customer was advised to retest. The retest result on (B)(6) 2018 at 7:48 am was 1.0 inr. The customer was retested at 10:20 am in her doctor's office with a professional coaguchek meter and the result was 1.5 inr. Each test was performed with a new finger. There was no allegation of an adverse event. The therapeutic range was 2.0 - 3.0 inr. The customer had no hematocrit issues, no overlapping heparin therapy, no antiphospholipid antibodies, no direct thrombin inhibitors, and no new medications. The customer stated the only change in diet has been an increase in orange cream ice cream. The customer had no additional illnesses and no symptoms of bleeding or bruising. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 27216321) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr. Donor 2 inr: 2.3 inr. Donor 1 hct: 46%. Donor 2 hct: 49%. Testing results: donor 1: retention meter with masterlot strips: 2.4 inr. Customer meter with customer strips: 2.3 inr. Donor 2: retention meter with masterlot strips: 2.3 inr. Customer meter with customer strips: 2.3 inr. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. All alleged results by the customer were observed in the meter¿s patient result memory. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.